Event description:
Information received by medtronic indicated that the customer reported a pump error. No harm requiring medical intervention was reported. Troubleshooting was performed . The customer will discontinue the use of the device. Customer stated that they took bath and insulin pump was exposed to moisture.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.